Manufacturer narrative:
Concomitant medical products: cook tri-tome pc triple lumen sphincterotome, tri-25m. Cook fusion quattro extraction balloon, fs-qeb-a . Investigation evaluation: the wire guide was returned inside of the wire guide holder. The wire guide holder was returned with a purple protector and unknown clear fluid inside. The wire guide coating has bunched up like an accordion 3.8 cm from the distal end. Bare core wire is exposed from 5.6 cm to 5.8 cm from the distal end. The wire guide has several kinks through the distal 25 cm. The wire guide also has several frayed pieces of wire guide coating on the proximal end where the bare core wire has not been exposed: 118.5 cm, 156.5 cm, and 276.6 cm from the proximal end. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. The instructions for use instruct the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. "Flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first. Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel can result in damage to the wire guide. Prior to distribution, all acrobat 2 calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat 2 calibrated tip wire guide. It had a deformed tip and the cover of the wire guide was peeled off 5 cm from the tip. The following additional information was received on 9/1/2017: the wire guide coating was broken (peeled off) at around 5 cm from the tip and the wire guide was totally bent. It could not keep its originally straight shape.